Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was confirmed. The unit was found to have a defective ccd (charge-coupled device) unit, and shorted cable connection which was replaced and the device was restored to specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of no image was confirmed due to a faulty charge-coupled device (ccd). A shortage was found on the cable causing intermittent horizonal lines to appear in the image. The cause of the internal failure and cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, there was no image displayed. No additional troubleshooting was performed as the camera was exchanged. There was no patient involvement.